Event description:
It was reported that a surgeon has observed a crack in the side of the lens when it is unfolded. The surgeon still used the lens as it will be covered beyond the pupil. The lens was fully inserted. There was no reported use error. There was no incision enlargement. No vitrectomy and no sutures were required. No further information is available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6b: if explanted, give date: unknown, information not provided.. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for analysis as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.